Event description:
It is reported that the screw fractured while implanting. The fractured portion remains in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.